Event description:
It was reported that the hl20 single roller pump displayed the error message: "direct". This error message can lead to an unintentional pump stop. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the hl20 single roller pump displayed the error message: "direct". This error message can lead to an unintentional pump stop. No harm to any person has been reported. A getinge field service technician will be sent onsite for an investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was reported that the hl20 pump displayed the error message: "direct" during routine check, before use. No patient was involved. A getinge field service technician (fst) was onsite for investigation and repair. The fst replaced the optical tacho board and the belt kit. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The defective parts were not available for further investigation at the manufacturer. However reported error message "direct" can also be linked to the following most probable root causes according to the risk management file: total fail of device because of defective tacho, relay or pump belt. The device in question was manufactured on 2014-06-30. The review of the non-conformities during the period of 2014 (B)(6) to 2023 (B)(6) does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the investigation results the reported error message: "direct" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.